Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the cuff was not closing. The balloon and the cuff were explanted and replaced; a smaller cuff was placed. There were no additional patient complications reported.